Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had a helium reservoir failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the helium reservoir assembly. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part with a reported unit failure of the fill manifold portion of the all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the reservoir in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Passed all testing. No failure confirmed. Retained the part in the failure analysis and testing department per procedure.